Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had recurring air in line errors while trying to infuse antibiotics. There was no delay of therapy. The product fault appears to occur between doses of every 8 hours antibiotics. No patient harm/adverse event was reported.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.